Manufacturer narrative:
Integrum will not investigate the product, since the product is still implanted in the patient. The product itself did not cause the fall and is not considered to be faulty. The implant seems to be well fixed . There was no malfunction to the axor reported.

Event description:
Integrum received an email (B)(6) that an event had occured: (B)(6) 2019, patient (B)(6) got his prosthetic foot caught beneath a throw rug in his kitchen. He fell and was taken to a local emergency room where the radiographs were interpreted as being negative for "acute fracture." During a routine ucsf visit today, it was evident that the patient had a minimally displaced two-part basicervical intertrochanteric hip fracture. Internal fixation with sliding hip screw, side plate, and cerclage cables on (B)(6) 2020. The relationship of the patient's fracture and the fracture pattern itself to the research study is uncertain, but the two events (fracture and study) are possibly related. It is possible that the same fracture and fracture pattern would have occured even if he was not a study participant and had been using a standard socket. It is also possible that the periporsthetic fracture and fracture pattern are in some way related to the presence of an implant. There was no malfunction of the axor ii connector. The osseointegrated implant appears to have remained well-fixed.

Event description:
Integrum was informed that september 14th 2020 that the fracture has healed and that the patient has returned to normal activities. Integrum received an email 24 januari that an event had occured: (B)(6) 2019 patient (B)(6) got his prosthetic foot caught beneath a throw rug in his kitchen. He fell and was taken to a local emergency room where the radiographs were interpreted as being negative for "acute fracture." During a routine ucsf visit today, it was evident that the patient had a minimally displaced two-part basicervical intertrochanteric hip fracture. Internal fixation with sliding hip screw, side plate, and cerclage cables on (B)(6) 2020. The relationship of the patient's fracture and the fracture pattern itself to the research study is uncertain, but the two events (fracture and study) are possibly related. It is possible that the same fracture and fracture pattern would have occured even if he was not a study participant and had been using a standard socket. It is also possible that the periprosthetic fracture and fracture pattern are in some way related to the presence of an implant. There was no malfunction of the axor ii connector. The osseointegrated implant appears to have remained well-fixed.